Manufacturer narrative:
After the customer informed olympus technical assistance center (tac) personnel of her event, a field service engineer (fse) was dispatched to the facility. After evaluating the device, the fse did confirm the user's report. The yellow connector was broken off and the 'o' ring was missing. The fse repaired the damaged device, and verified the repairs with OEM instructions. Fse also verified and confirmed the software attributes while on site. At this time, the device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the top of the yellow connector and 'o' ring on her olympus endoscope reprocessor were broken off. This separation was preventing the connecting tube from a proper connection with the reprocessing basin. This event occurred during reprocessing and have no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. The cause of the reported event cannot be conclusively determined. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿ olympus will continue to monitor field performance for this device.